Manufacturer narrative:
Pending investigation.

Event description:
As reported, the patient underwent a left shoulder revision; reason not reported. During the revision surgery, the 75 hrp middle segment broke while trialing. Two of the plastic prongs broke off while disengaging from the proximal body trial. The torque screw driver also wouldn't turn when the surgeon was trying to break off the final screw from the adapter tray. The patient was last known to be in stable condition following the event.